Event description:
It was reported that this right atrial (ra) lead exhibited some intermittent atrial undersenisng causing atrial over pacing and low intrinsic amplitude out of range. Boston scientific technical services (ts) suggested to bring the patient in to access atrial sensing and atrial sensitivity to be adjusted from 0.2 milli volts to 0.15 milli volts. All the other trends looked stable. As of this time, this ra lead remains in service. No adverse patient effects were reported.